Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported "burned bottom." No specific pump programming or event details were provided. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.